Event description:
During the procedure, saline backflow was noted which almost reached the tactisys unit. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed fluid within the tygon tubing outside of the irrigation lumen. Functional testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connector. The leak was due to a gap at the luer/irrigation tubing junction.